Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that the stent had detached from the sds and the stent was damaged the whole length with stent struts stretched and deformed. A visual examination of the bumper tip showed no signs of damage. The balloon body was reviewed and no issues were noted with the overall balloon. Crimp markings are evident on the balloon wall, indicating that a full crimp was achieved between the stent and balloon. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with the extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 07-mar-2017. It was reported that crossing difficulties were encountered. The 82% stenosed target lesion was located in severely tortuous and severely calcified mid right coronary artery. The lesion was treated with pre-dilation using a 2.0x20mm non-bsc balloon catheter. A 3.50 x 20mm synergy¿ drug-eluting stent was advanced but the device was unable to cross the lesion. The physician attempted to deliver again the device but was unsuccessful. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent detachment and stent damage.